Manufacturer narrative:
On (B)(6) 2024, additional information was obtained from the intuitive surgical, inc. (Isi) account manager. The account manager was not present for the case. The customer asked that the complaint be reported so the field services engineer (fse) could check the status of the universal surgical manipulator (usm) in question. Following that, the system has been functioning normally.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument installed on universal surgical manipulator (usm) 2 moved unexpectedly. The surgeon stated the instrument moved from inside the cannula to inside the abdomen unassisted. The instrument came in contact with the small bowel, but the surgeon reported the patient was not injured. The logs were not available the time of the customer's call with the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer completed the procedure robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported issue. The fse performed a mechanical adjustment/calibration to correct the reported problem. There was no part replacement required. The system was verified and ready for use. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.